Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician approached the target vessel by using a penumbra system 3max reperfusion catheter (3max) and the 5max ace, coaxially and then removed the 3max from the patient. Upon initiating aspiration using the 5max ace, the physician noticed that patency was not restored; therefore, he attempted to remove thrombus using another manufacturer's stent retriever but patency had not been restored. The physician then attempted to use the 5max ace again. However, he felt a strange feeling around the 5max ace shaft and confirmed that the hypotube of the 5max ace was fractured. Therefore, the fractured 5max ace was pulled back from the patient. The procedure was successfully completed using the other manufacturer's stent retriever and complete revascularization was achieved. There was no report of an adverse effect to the patient.